Event description:
The customer reported that their glidescope bflex single-use bronchoscope would not provide a usable image during a patient procedure. The end users removed the device and completed the procedure with a backup bflex. No harm to the patient or user was reported.

Manufacturer narrative:
The glidescope bflex single-use bronchoscope was returned to verathon for evaluation. A verathon sustaining engineer evaluated the returned device where they were able to verify the reported issue. It was found that the camera pcba in the device would cause the image to appear dark and grainy when connected to a test video monitor. The removed pcba was forwarded to the supplier for further evaluation. Since the returned bflex is a single use bronchoscope and the reported issue was isolated to the removed pcba, the remaining components were scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The supplier of the pcba continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 should additional information become available.